Event description:
It was reported that during the implant procedure there were multiple attempts to position lead but had pns (phrenic nerve stimulation) in multiple places and the lead had dislodged twice. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.